Manufacturer narrative:
Additional information was added to h3, h4, and h6. H4: the lot was manufactured from march 15, 2019 - march 16, 2019. H10: the actual device was not available; however, a photograph and video of the sample was provided for evaluation. The returned video and photograph were reviewed, and it was observed that there was a leak from the administration port connector area. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the middle port; further described by customer as ¿had external fluid leakage¿. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.